Event description:
It was reported that isolated pacemaker mediated tachycardia (pmt) events were seen as well as isolated undersensing of fine atrial fibrillation (af) on stored atrial tachy response (atr) electrogram (egm)s. No adverse patient effects were reported. The device remains implanted.